Manufacturer narrative:
Two gore propaten vascular grafts were implanted during same procedure (see medwatch report #2017233-2014-00114).review of device manufacturing history is still in review.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.

Event description:
On (B)(6) 2008, two gore propaten vascular grafts were implanted in a bypass procedure. Indication for treatment was gangrene. The procedure was performed in the patient's right leg, from a previously implanted graft (unknown manufacturer) to above-knee popliteal artery. A right axillary bi-femoral bypass procedure was also performed. Within one month post-implant, an occlusion led to an amputation.